Event description:
It was reported that the pump turned off. During troubleshooting with tandem technical support it was discovered that the customer manually put the pump into storage mode and caused the pump to turn off. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual injection to address high bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.